Event description:
The customer reported false nonreactive alinity I syphilis tp results for 2 patient cases. The following data was provided: patient 1 (B)(6): has a history of syphilis over 10 years. Tppa result = strong positive trust result = negative the customer tested the specimen for syphilis using the alinity I processing module and generated a result of 0.98 s/co (reference range: < 1.00 s/co is nonreactive). The customer questioned the alinity I syphilis result because it was inconsistent with the tppa and the patient¿s medical history. Patient 2 (B)(6) with cerebrovascular disease: autobio instrument result = 10.34 s/co (reference range: < 1 s/co). Retested on the alinity I = 0.70 s/co (reference range: < 1 s/co). Tppa result = positive. Trust result = negative. The customer stated the alinity I syphilis result was inconsistent with the tppa result and autobio result and therefore questioned the alinity syphilis results. It was recommended to the customer to recheck the 2 patient samples. Both patients were retested on alinity I processing module for syphilis. The results were: patient 1 generated a result of 1.03 s/co / patient 2 generated a result of 0.68 s/co. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A2 - age at time of event: patient 1 - 69 years old / patient 2 - 72 years old a3a - sex - both patients are male all available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of a retained kit of the complaint lot. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints identified a slight increase in complaint activity for lot 63532be01, however, no increase in complaint activity was identified for list number 07p60. Additionally, in-house testing of a retained reagent kit of the complaint lot was performed. All specifications were met, and no false non-reactive results were obtained, showing that the lot generates the expected results. A review of the device history record did not identify any nonconformances or deviations associated with the complaint lot and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity I syphilis tp reagent lot 63532be01 was identified.

Event description:
The customer reported false nonreactive alinity I syphilis tp results for 2 patient cases. The following data was provided: patient 1 (69-year-old male): has a history of syphilis over 10 years tppa result = strong positive, trust result = negative, the customer tested the specimen for syphilis using the alinity I processing module and generated a result of 0.98 s/co (reference range: < 1.00 s/co is nonreactive). The customer questioned the alinity I syphilis result because it was inconsistent with the tppa and the patient¿s medical history. Patient 2 (72-year-old male with cerebrovascular disease): autobio instrument result = 10.34 s/co (reference range: < 1 s/co). Retested on the alinity I = 0.70 s/co (reference range: < 1 s/co). Tppa result = positive, trust result = negative. The customer stated the alinity I syphilis result was inconsistent with the tppa result and autobio result and therefore questioned the alinity syphilis results. It was recommended to the customer to recheck the 2 patient samples. Both patients were retested on alinity I processing module for syphilis. The results were: patient 1 generated a result of 1.03 s/co / patient 2 generated a result of 0.68 s/co. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07p60-77 that has a similar product distributed in the us, list numbers 7p60-21 and 7p60-31 with 510k/PMA/bla number k153730.

Event description:
The customer reported false nonreactive alinity I syphilis tp results for 2 patient cases. The following data was provided: patient 1 (69-year-old male): has a history of syphilis over 10 years tppa result = strong positive, trust result = negative. The customer tested the specimen for syphilis using the alinity I processing module and generated a result of 0.98 s/co (reference range: < 1.00 s/co is nonreactive). The customer questioned the alinity I syphilis result because it was inconsistent with the tppa and the patient¿s medical history. Patient 2 (72-year-old male with cerebrovascular disease): autobio instrument result = 10.34 s/co (reference range: < 1 s/co), retested on the alinity I = 0.70 s/co (reference range: < 1 s/co), tppa result = positive, trust result = negative. The customer stated the alinity I syphilis result was inconsistent with the tppa result and autobio result and therefore questioned the alinity syphilis results. It was recommended to the customer to recheck the 2 patient samples. Both patients were retested on alinity I processing module for syphilis. The results were: patient 1 generated a result of 1.03 s/co / patient 2 generated a result of 0.68 s/co. There was no impact to patient management reported.